Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation will be performed, a follow-up medwatch report will be submitted.

Event description:
Prior to surgery, the field service engineer noted that the decorative arm plates had fallen off the robot arm. No patient involvement, did not occur during surgery. Plates are intact, need to be adhered back on robot arm.

Manufacturer narrative:
The analysis concluded that the plates of the robot arm fell off because of a lack of fixation. This issue is known issue that was assessed in an issue evaluation. The root cause has been identified as a lack of instruction for the fixation of the plates.